Manufacturer narrative:
The biomedical engineer (bme) reported that the screen turned white while in patient use. When the bme arrived, the monitor was off and not connected to the patient. They turned the monitor on and found the issue. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Attempt #1. 08/18/2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the additional device information as requested.

Event description:
The biomedical engineer (bme) reported that the screen turned white while in patient use. When the bme arrived, the monitor was off and not connected to the patient. They turned the monitor on and found the issue. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the display screen on the bedside monitor (bsm) turned white while in patient use. When the bme arrived, the bsm had been powered off and disconnected from the patient. He discovered that the issue was still present when he powered it back on. Investigation summary: the complaint device was returned to nk for evaluation and repair. During the evaluation, the reported complaint was confirmed and duplicated. The root cause was determined to be failure of the lcd and touch panel. Complaint history review for the bsm-6000 did not show and trends for this issue. Nk will continue to monitor and trend. Additional information: b4 date of this report d10 concomitant medical device g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes h11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the display screen on the bedside monitor (bsm) turned white while in patient use. No patient harm was reported.